Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient, no intervention was required and no repeat procedure was performed. There was nothing unusual about the patient or procedure and an endoscopy was performed prior to this procedure and the esophagus appeared to be normal. An endoscopy was performed to confirm the position of the capsule after placement using an endoscope. It was unknown if any type of lubricant was used to facilitate capsule placement and the delivery system and capsule will not be returned.